Event description:
It was reported that during a wedge resection procedure, the device would not fire. There was no pt consequence. Another device was used to complete the case.

Manufacturer narrative:
Eval summary: the device was received with the firing trigger, the closing trigger and the anvil stuck in the closed position. Functional testing could not be performed on the returned device as it was stuck in the closed position, and it would not fire. The device was disassembled to examine the condition of the internal components. The left handle shroud pinion axle support was damaged. In addition, all the firing trigger teeth were broken.